Event description:
Additional information: per the site, there were no device issues or malfunctions identified which caused or continued to the patient's respiratory failure, right ventricle failure, cardiogenic shock, atrial fibrillation/arrhythmia, or slow recovery.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection as well as a direct correlation between heartmate 3 lvas and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). No product is available for investigation. The current heartmate 3 lvas IFU lists localized infection, driveline infection, pump pocket or pseudo pocket infection, right heart failure, and cardiac arrhythmia as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This IFU and the hm3 lvas patient handbook both outline care instructions for preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Weight: patient weight was not reported. Approximate age of device ¿ 10 day brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced leukocytosis, fever, and increased secretions. Urine analysis on (B)(6) 2016 tested positive for e.coli and negative on (B)(6) 2016. It was reported that a bronchoalveolar lavage sample taken from trachea which grew pseudomonas and morganella. The patient had already been on zosyn for coverage until culture results reported. It was reported that the patient was switched to 2 grams of cefipime every 12 hours on (B)(6) 2015 then 2 grams cefipime every 8 hours from (B)(6) 2019 to 29dec16. A repeat urine culture on (B)(6) 2016 was negative. Antibiotics were discontinued on (B)(6) 2016. The patient was reportedly afebrile and leukocytosis dissipated at this time. No additional information was reported.

Manufacturer narrative:
Section b3: correction. Section b5 and h6 (patient code): additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the patient experienced cardiogenic shock and impending right ventricle failure. The patient was on inotrope support, milrinone 0.4 mcg/kg/min and dobutamine 2.5 mcg/kg/min. Inhaled epoprostenol was continued at the current rate of 40 mcg/hr. The patient also received aggressive diuresis, lasix infusion at 40 mg/hr. The goal was net negative with cvp 10-12 mmhg, diuril would be added if needed. The patient also had hyponatremia corrected with one dose of tolvaptan 15 mg and aggressive diuresis. A comprehensive echo was performed and would be reviewed to asses rv function, severity of tr and loading status of lv. The pump speed was kept at 5000 rpm. The patient also experienced atrial fibrillation with rapid ventricular response. Po amiodarone 200 mg bid and digoxin 62.5 mcg daily were continued. The patient's electrolytes were also monitored, goal mg2, k4 and ica 1.3. The patient again experienced cardiogenic shock on (B)(6) 2016, on inotrope support, milrinone 0.3 mcg/kg/min. The patient was discharged to a specialty hospital on (B)(6) 2017.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event